Event description:
On october 22, 2006 the faility reports that a resident fell while being transferred using a golvo patient lift. Resident sustained a small abrasion to leg when she was dropped back onto the wheelchair.

Manufacturer narrative:
On october 30, 2006 the lift involved in the reported incident was inspected by a liko distributor. It was found that the mast had broken off. Suspect parts are being returned to manufacturer for analysis.